Manufacturer narrative:
On-site investigation of the involved device revealed that the screw nut for fastening the mode switch had loosened. In consequence, it was not possible to execute parameter and mode changes anymore i.e. New settings could be selected but not acknowledged. The necessary shifting way of the electric contacts could not be reached when pressing the button for the acknowledgement step - the complete switch was moving instead. The suspected device was 19 years in service. It could not be determined which factors caused or contributed to the loosening of the screw nut. There's no other similar case known. Reportedly, the ventilation episode went unremarkable in pressure control mode until the patient was moved from lateral to dorsal position. Due to the changes in pressure ratio the tidal volume could not be reached anymore with the previously selected airway pressure. The first instance of airway pressure increase could be executed. When the user decided to increase the pressure again in a second step the switch malfunction came into effect and made this second increase step impossible. Dräger is unable to provide an assessment if the device malfunction was the only root cause making the resuscitation of the patient necessary or if other contributing factors like the overall patient condition, other complications etc. Have to be taken into consideration.

Event description:
Please see initial MFR. Report #9611500-2016-00178.

Manufacturer narrative:
It was reported that during use, the rotary knob was found non-functional. As a result settings couldn¿t be changed anymore. The patient reportedly suffered from bradycardia and had to be resuscitated. Based on the currently available information it could not be excluded that either the malfunction of the rotary knob or a user error contributed to the reported outcome.

Event description:
It was reported that during use, the rotary knob was found non-functional. As a result settings couldn't be changed anymore. The patient reportedly suffered from bradycardia and had to be resuscitated. Based on the currently available information it co...